Event description:
It was reported that during a breast biopsy with an atec device, that "there was an issue with the introducer". When the radiologist "removed the trocar the orange piece with a small valve inside separated from the rest of the guide". Customer outreach was performed that confirmed "one introducer" was involved, and there was "no harm to the patient". The procedure was able to be successfully completed with another device and did not require any additional medical or surgical intervention. No additional information is available at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.